Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported", the balloon is inserted and an alarm indicates a balloon inflation failure. If blood is found in the catheter, the iab catheter should be disengaged from the safety disk as soon as possible. If blood is found in the helium connection tube, withdraw the balloon and replace it with a new one". Additional information states that the second catheter inserted was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a yellow bio-hazard bag. Returned with the sample was the supplied datascope inflation driveline tubing, dried blood was noted in the tubing. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. Bends to the iabc central lumen were noted at approximately 35.0cm, 38.8cm, and 41.9cm from the iabc distal tip. A kink to the iabc central lumen was noted at approximately 1.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0054in-0.0062in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip indicating a cross-over leak between the iabc central lumen and helium pathway. The leak from the iabc distal tip is consistent with a broken central lumen. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. Further testing was performed to locate the leak site. The iabc bladder was filled with water and air was injected into the iabc central lumen using the lab inventory syringe while the iabc distal tip was blocked off. Multiple cross-over leaks were immediately detected from the central lumen. Air was noted entering the bladder from the central lumen at approximately 1.6cm and 5.9cm from the distal tip. Under microscopic inspection, the central lumen was noted damaged at approximately 1.6cm and 5.9cm from the iabc distal tip. Furthermore, a portion of the heat shrink tube on the flex tip assembly was identified to be thinner than the remaining portion and had gaps, which also caused cross-over leaks between the iabc central lumen and helium pathway. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 1.6cm from the iabc distal tip, which is the locations of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood is found in the catheter" is confirmed. During the investigation, the intraaortic balloon catheter (iabc) central lumen was noted damaged near the iabc distal tip, which could result in blood entering the helium pathway. Furthermore, the heat shrink tubing was noted damaged. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause is undetermined. A corrective and preventive action has been initiated to further investigate the issue of the damaged flex tip assembly. A non-conformance has been initiated to further investigate the issue related to the damaged heat shrink tubing.

Event description:
It was reported ", the balloon is inserted and an alarm indicates a balloon inflation failure. If blood is found in the catheter, the iab catheter should be disengaged from the safety disk as soon as possible. If blood is found in the helium connection tube, withdraw the balloon and replace it with a new one". Additional information states that the second catheter inserted was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".